Manufacturer narrative:
The technician adjusted the brake caster set screw, which resolved the issue. The bed is operating within specification. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the brake is not holding on the bed. The brake can be set, but will not hold.